Manufacturer narrative:
H.6 investigation findings code c21: findings waiting for results of imaging evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2016, a patient was treated using a gore® excluder® aaa endoprosthesis system. On (B)(6) 2025, a CT scan showed a type 1b endoleak. Reportedly, the right common iliac had enlarged, and the contralateral leg had migrated proximally into the aneurysm sac. A reintervention is scheduled for (B)(6) 2025.

Manufacturer narrative:
Updated h.6. Type of investigation from b21 to b13,b14, b15, b20, b22. Updated h.6. Investigation findings from c21 to c19, c20, c01. Updated h.6. Investigation conclusions from d16 to d15, d12. H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigations code b15: the primary reported device failure mode, a distal type I endoleak with proximal migration of the contralateral leg device, observed approximately nine years after implant, was confirmed through evaluation of the provided clinical images. The cause for the device migration and aneurysm growth could not be established with the available information.